Event description:
Inner threads of a trident cup trial appear to be stripped.

Manufacturer narrative:
No evaluation could be performed as the reported device was misplaced by the reporting facility and was not returned. A device history review indicates the device was manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated there have been similar previous reported events for the catalog and family. The reported thread damage was not confirmed as the device was not returned for inspection. As a result of previous events of this nature, a change to the device material was approved. The suspect device was manufactured prior to implementation of the material change. Device not returned to the manufacturer.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Inner threads of a trident cup trial appear to be stripped.